Event description:
It was reported that the patient was implanted with a temporary pacing wire connected to a external permanent pacemaker. Technical services (ts) was contacted to inquire whether the patient could enter a hyperbaric chamber, and ts explained this procedure was considered off label. It was noted that the patient had an infectious disease with positive blood cultures. This temporary pacing lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter details. At this time, no further information is available. Should additional information become available this report will be updated.